Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
On (B)(6) 2022, the patient underwent a thrombectomy procedure using an indigo system aspiration catheter 12 (cat12). It was reported the patient had previous intervention on the affected limb, and there were no reported complications during the procedure. The post-treatment angiogram showed a significant amount of residual thrombus requiring secondary intervention. The retained thrombus was reported to be a serious adverse event with a possible relationship to the cat12 and the index procedure.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the follow-up #01 MFR report and is being included on this follow-up #02 MFR report: 1. Section h. Box 4. Device manufacture date h3 other text : placeholder.

Event description:
On (B)(6) 2022, the patient underwent a thrombectomy procedure using an indigo system aspiration catheter 12 (cat12). It was reported the patient had previous intervention on the affected limb, and there were no reported complications during the procedure. The post-treatment angiogram showed a significant amount of residual pulmonary thrombosis requiring secondary intervention. The residual pulmonary thrombosis was reported to be a serious adverse event with a possible relationship to the cat12 and the index procedure. On 30-jul-22, additional information received indicated that the residual pulmonary thrombosis was unrelated to the cat12 and the index procedure.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 07/30/2022: 1. Section b. Box 5. Describe event or problem. Please note that the device associated with this complaint was expected to be returned; however, the device was not returned to the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Note: the residual pulmonary thrombosis was previously adjudicated to be a serious adverse event with a possible relationship to the index procedure and a possible relationship to the cat 12. However, on (B)(6) 2022, it was adjudicated that the residual pulmonary thrombosis is unrelated to the cat 12. Therefore, this event is not considered reportable against the cat12. H3 other text : placeholder.